Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, it was unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device was received with minor scratches on lcd window and cracked case at display window corners. (B)(4).

Event description:
Customer's daughter reported via phone call that the insulin pump alarmed motor error during bolus. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value was 140 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.